Event description:
Caller reports the expiration date printed on the aviva test strip vial is 03/31/09. Manufacturer reports the expiration date as 01/31/09. No adverse event reported. Requested return of suspect device and replacement was sent.